Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results compared to another meter. Caller normally is around 80-140mg/dl fasting and two hours after meals. Performed back to back blood tests at the time of the call with results of 205 and 188mg/dl. Last 5 results in memory were 120mg/dl, 56mg/dl, 51mg/dl, 46mg/dl, 48mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (46) and the highest normal result (140) is located in zone b/d. No adverse event reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results compared to another meter. Caller normally is around 80-140mg/dl fasting and two hours after meals. Performed back to back blood tests at the time of the call with results of 205 and 188mg/dl. Last 5 results in memory were 120mg/dl, 56mg/dl, 51mg/dl, 46mg/dl, 48mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (46) and the highest normal result (140) is located in zone b/d. No adverse event reported.